Manufacturer narrative:
Batch review performed on 01 april 2019: lot 184381: (B)(4) items manufactured and released on 03-oct-2018. Expiration date: 2023-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 184754: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4)).

Event description:
Revision surgery 1.5 month after primary due to hip infection (the pathogen is unknown). The surgeon performed an I&d and revised the ceramic head and polyethylene liner. The surgery was completed successfully.